Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/fluid obstruction. The visual inspection revealed that the outer insulation was breached/cut allowing infiltration of blood/body fluid.

Event description:
It was reported during the implant procedure that the stylet could not be advanced to the end of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.